Event description:
A customer reported error 4193 y axis z home overrun with cups backing up the chute on the aia-2000 analyzer. Customer cleared the chute and restarted the analyzer, but error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for progesterone ii (prog ii), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), prolactin (prl), and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported problem by review of the error log. Fse visually inspected the waste chute and identified a build up of debris inside the chute. Fse removed and cleaned the waste chute. Fse validated the analyzer by running quality control (qc) with results within range and ran the analyzer for thirty (30) minutes. The aia-2000 is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-2000 operators manual under appendix 4; error messages states the following: [4193] y-axis cup transfer z-axis home overrun cause : the home sensor activated improperly after movement of the y-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to failure to dirty waste chute.